Manufacturer narrative:
Attempts are being made to obtain additional information from the user facility.

Event description:
It was reported by the user facility that the device runs in safe mode. It was also reported that during testing conducted at the manufacturer facility the device overheated. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported by the user facility that the device runs in safe mode. It was also reported that during testing conducted at the manufacturer facility the device overheated. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.